Event description:
As reported, in 2008, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. A follow-up CT taken in 2009 revealed a type iii endoleak between two contralateral leg components. A reintervention took place about three days later, using another contralateral leg component to bridge the devices. The endoleak resolved and the patient is doing well.

Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Also implanted in the patient was contralateral leg component pxc181000/05966379.